Event description:
Information was received from healthcare provider (hcp) via the multiple sources (manufacturer representative, service repair) regarding a endoscope used on patient having spinal therapy. It was reported that there was deformation on shaft and image defect was observed. Event occurred during setup and there was no patient involvement in this event. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis #(B)(4) : product: 9560100, lot no:1018244 analysis confirmed that the requested symptoms were observed during the acceptance inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.